Event description:
The doctor noticed that the other half of the bipolar tip came off. When another doctor pulled out the bipolar instrument, everybody noticed that the other piece of the bipolar tip was missing. The missing tip was recovered intra-operatively after x-ray. Of note is that this instrument, which is to be used for coagulation of bleeding, was being used to pull out the uterus.